Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 450 mg/dl. The customer was treated high blood glucose with bolus through pump. Customer was offered to troubleshoot for high blood glucose but declined. Customer was advised that she can't calibrate the sensor because her blood glucose is over 400 mg/dl. Customer was advised to wait until her blood glucose was stabilized before calibrating the sensor.